Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the instrument fired across or near an existing staple line or clip? Linear stapling was used. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Water testing.

Manufacturer narrative:
(B)(4): method: results: conclusions: devices (a) and (b) arrived sterile and in good visual condition. The breakaway washers were present and uncut and the devices were fully loaded with staples. The devices were tested for functionality with the returned washers and both devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. Device (c) arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the anastomosis got incomplete on the second day. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient. .